Manufacturer narrative:
It has been reported that the device will be returned for evaluation. Upon return of the device or additional relevant information, a follow-up report will be submitted.

Event description:
It was reported that after implant, the hakim programmable valve had difficulty adjusting pressure settings and was revised. The patient was moved from another hospital due to snph after a sha. The valve was implanted to the patient; however, date of implant and initial setting are unknown. After the valve was implanted, the patient fell down and strongly hit the head. The pressure setting could not be changed with a programmer, or flushing of contrast media. Then, a neodymium was used. At that time, the pressure setting was changed by programmer, and the patient was observed progress. However, fluid drainage was not smooth. Revision surgery was performed. No further information was provided by the hospital. The product will be returned to your site.

Manufacturer narrative:
The device was returned for evaluation. The position of the cam when valve was received was 100mmh2o. The valve was visually inspected: some biological debris was noted on the spring as well as needle holes in the silicone housing. The valve was tested for programming and passed. The valve was flushed; no occlusion was noted. The valve was leak and reflux tested without issue. The valve was then pressure tested and passed. A review of manufacturing records found that the device conformed to specification when released to stock. Based on the investigation, the reported issue could not be confirmed. The device functioned as intended. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.